Event description:
During ptca to first diagonal of left anterior descending coronary artery, attempted to deploy stent 3.0 mm x 15mm. Balloon of stent delivery system would not inflate in order to deploy stent. Several attempts to inflate balloon were made. Stent delivery system with stent was removed from pt. Attempts to inflate balloon outside of pt were unsuccessful. Two other stents were deployed after defective stent.